Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent tlif (transforaminal lumbar interbody fusion) at l4-l5 due to spinal stenosis. Intra-op, cage was found broken when surgeon insisted in putting in the larger 11h elevate cage. He tried to insert the implant and followed up with multiple hits from a mallet. The cage wouldn¿t advance so he took the implant out and was observing it and physically touching the implant, he found that the implant was actually broken. The titanium piece was not connected to the peek piece at all. So they discarded that elevate cage and put in the 10h size. There were no patient symptoms or complications reported as a result of this event.